Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm during normal basal rates. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no escape button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, and a cracked belt clip slot.